Event description:
The initial reporter stated they have been having sampling issues with quality controls on the cobas e 411 analyzer. Control material is put in a cup an run on the analyzer, but the initial result is low. When repeating the same cup, the result is within the control range. The issue occurred with one patient sample tested with the elecsys troponin t gen. 5 stat assay. The sample initially resulted in a troponin t value of 6 ng/l with a data flag and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated, resulting in a value of 34 ng/l. The repeat value was deemed correct. The troponin t reagent lot number was 630063. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer determined the mixer paddle was causing foam in the reagent pack. The mixing paddle was replaced. Performance testing was run and passed. The customer ran controls and accepted all results. The last calibration performed on 24-sep-2023 was ok and there were no alarms. Upon review of the alarm trace, no relevant alarms were observed. The customer used 5 ml tubes and did not use rack adapters required for 13 mm. Diameter tubes. The investigation determined the issue was resolved by the service actions.